Manufacturer narrative:
An event of device difficult to setup or prepare associated with loading difficulties and device migration was reported. A returned device inspection could not be performed as the device was not returned for analysis. The valve was implanted and determined to be in an optimal position. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported loading difficulties could not be determined. It is possible that stent struts were overlapping which resulted difficulties loading; however, this cannot be determined. The reported device migration may have been due to mis-loading the valve but could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a navitor valve was selected for implant using a large flexnav delivery system. During device preparation it was noted that there was difficulty loading the valve into the delivery system. There was increased resistance while encapsulating the valve at about 80% of the loading progress. During final release of the valve, the valve jumped out of the delivery system. The valve was implanted and determined to be in an optimal position. No intervention was required. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a navitor valve was selected for implant using a large flexnav delivery system. During device preparation it was noted that there was difficulty loading the valve into the delivery system. There was increased resistance while encapsulating the valve at about 80% of the loading progress. During final release of the valve, the valve jumped out of the delivery system. The valve was implanted and determined to be in an optimal position. No intervention was required. There were no adverse effects to the patient. The patient status was stable.